Event description:
The customer reported that the 9800 system was due for preventative maintenance. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative completed the annual preventative maintenance. The dose was adjusted, the collimator was centered and the fan was secured. The generator defaults were changed. The system was tested and operates as intended.